Manufacturer narrative:
Product analysis: analysis was able to confirm that both output connectors on the external pulse generator (epg) were broken, noting that the output connector nuts were loose and the ventricular connector was inside the device and would not connect with a cable. Analysis also noted that the keypad window was scratched, the main seal was punctured, and one plug was missing and five were loose and no longer installed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular jack on the external pulse generator (epg) were physically damaged. The epg was returned for service. There was no patient involvement.